Event description:
It was reported that a spectrum infusion pump had a door jammed message. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door jammed message caused by loose mechanism mounting screws and one missing mounting screw, which inhibited proper door function. The mechanism screws were replaced.